Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes associated to patient pump and stirrer motor during service. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Reportedly, the reported errors had been caused by overfilling of device tanks with water during routine cleaning due to a problem with water level indicator showing empty while the tanks were full of water. Water penetrated stirrer motor and pump which consequently got damaged. Attempt to solve the issue by replacement of stirrer motor, distribution board, floater level board and float assembly was conducted but the issue persisted thus the machine will return to the manufacturer site for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.